Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer's attempted to deliver a bolus but the pump would not allow it as the pump indicated customer's blood glucose was low. The customer's blood glucose was 314 mg/dl. Multiple attempts were made by tandem technical support to follow up with the customer; however, all were unsuccessful.